Manufacturer narrative:
It was reported that there was an error for high blower temperature. The error was confirmed in the event log. The customer found the diagnostic code 1122 in the event log. The rse advised the customer of the manufacturer recommendation for repair. The customer stated they will attempt full performance verification test (pvt) and callback if further assistance if needed. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error for high blower temperature (diagnostic code 1122). It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was an error for high blower temperature. The error was confirmed in the event log. The customer found the diagnostic code 1122 in the event log. The rse advised the customer of the manufacturer recommendation for repair. The customer stated they will attempt full performance verification test (pvt) and callback if further assistance if needed. The investigation is ongoing.